Event description:
The customer reported that the battery failed to hold a charge.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to hold a charge. A philips investigator spoke with philips field service engineer who stated that the battery was completely depleted and that the unit failed to power up. The customer was shipped a new battery under warranty which resolved the failure. As of (B)(6) 2011, there have been no further reports of this issue from this customer site.